Manufacturer narrative:
Due to character limitations section b1, patient identifier was left blank. The patient identifier is (B)(6). Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device would not complete the boot-up cycle. The reported issues were isolated to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired. The device will be removed from service. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power during an intervention. Upon evaluation, stryker observed that the device would not complete the boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
The field service technician was unable to duplicate the unexpected loss of power. Therefore the root cause could not be determined. The device was scrapped by the customer.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power during an intervention. Upon evaluation, stryker observed that the device would not complete the boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no harm to the patient as a result of the reported event.